Event description:
Procedure type: laparoscopic gastric bypass. According to the reporter: the procedure was performed without incident. The surgeon inspected the gastrojejunostomy anastomosis via endoscopy and noted no oozing or bleeding at time of surgery. Surgery was performed early in the day and by that evening the pt's hematocrit had dropped and continued to through the night; by the following morning the pt had received a total transfusion of 4 units. Dr read scoped again and found an arterial pumper at the gj anastomosis which resolved with injection of epinephrine. He inspected the anastomosis and no abnormalities were noted. No delay in case reported. Bleeding occurred, 4 units of blood transfusion needed.

Manufacturer narrative:
(B)(4).